Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Assisted (B)(4), in trying to identify fault of rate calibration. Step customer through the edit of his task list to add ¿rate calibration¿, as a stand-alone task. Then performed the calibration which did pass the process. Customer using asm version 10.19 software application. Interaction record (B)(4).